Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the reported event could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of an electrode and lead placement procedure, the site registered fine and verified accuracy with everything looking good. The draped the patient and then were allegedly inaccurate superficially as well as in the brain. The site said they did not think they bumped the reference frame. The site aborted use of navigation and used ultrasound. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.